Event description:
A report received from the hosp indicates that the defibrillation cable failed during a resuscitation attempt. The connection of defib cable to the defibrillation electrode was reportedly inadequate. When the operator administered countershocks to the pt there was allegedly no energy delivered to the pt. This opinion was based on the lack of expected muscular reaction to the shocks. No other details were provided.